Event description:
It was reported that the patient experienced an insulin flow alarm event on (B)(6) 2026 as the insulin did not exit the tube on plunger push which confirmed that the blockage was in the tube.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.